Event description:
Report received of a patient experiencing an infiltration while the device was in use. The patent was receiving an unspecified solution containing 20meq kcl into their hand. Reportedly, the patient experienced an infiltration which led to the eventual amputation of their hand. It was reported that the pump did not alarm. Though requested, no additional information was available.